Event description:
It was reported that the medical reason for the revision was due to failure of the acetabular component; screw broke and ultimately the acetabular shifted.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown screw. It was noted that the device would not be returned. Additional information has been requested and if received, will be provided in the supplemental report.